Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the trunk cable connector was cracked and the white (drvn gnd) wire was open inside the trunk cable. The cause of the incoming test failure is the cracked connector and open wire. The root cause of the cracked connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged connector and wire.

Event description:
A us distributor contacted zoll to report that the connector on a patient's electrode belt was damaged.